Event description:
During a robotic hemicolectomy, staff opened and put into use a suction/ irrigation endowrist as a disposable supply. The tip/spring at distal end of disposable instrument wouldn't articulate as is supposed to. The tip/spring became stuck and attempted to remove with stronger forceps but unable to dislodge from it's position. A second device was opened and used without issue. Rep for intuitive was present. The device was saved for return to the manufacturer. Manufacturer response for system,surgical,computer controlled instrument, endowrist; davinci si (per site reporter). Awaiting an RMA in order to return the device.